Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 7.1 and 7.2 had failed. User performed a station reboot followed by recover storage space, but issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another manner, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawers 7.1 and 7.2 were failed. A field service engineer checked remote support service (rss) and found that the latest firmware had not been applied to the station. Deployed the rss package and had the customer reboot the station. After reboot, both sub drawers returned to the bus, and the customer was able to access all storage spaces. The system functioned as intended after the field service engineer repaired the device.